Event description:
The customer reported that the system displayed a generator error message followed by an uncommanded system shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found arcing in the x-ray tube. No conclusion can be drawn as further repair info is not available.